Event description:
The patient felt a pop in her back and subsequently did not have adequate stimulator coverage in her lower extremities. She was brought to the or about two months later for removal and replacement of her pain stimulator.